Manufacturer narrative:
The probable root cause is due to an issue with the dual string potentiometer in the set up joint.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the set up joint pot. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to mechanical/electrical failure of the device but cannot be traced more specifically. .

Event description:
It was reported that during a da vinci-assisted surgical radical with lymphadenectomy prostatectomy procedure, the customer called mid surgery to report that system showed repeatedly error 23072 on universal surgical manipulator (usm) 4. They had rebooted before calling. An intuitive surgical, inc. (Isi) technical support engineer (tse) tried to check logs, but live logs were not available. The tse guided nurse to a reset of the patient side cart (psc) with emergency power-off (epo) but error remained. The tse explained that arm must be deactivated to continue with 3 arms, but 4 arms are required for procedure. The customer replaced the psc with another system and the surgery continued. The procedure was converted to another da vinci system and completed with no reported injury.